Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter leaked around the hub when connected to the IV tubing. No serious injury or medical intervention was reported. Verbatim: "material no: unknown (provided 384423) batch no: unknown. It was reported that staff has noticed leaking around the hub when connected to the IV tubing. Per customer email: missouri center for outpatient surgery is currently using the bd insyte autoguard ref # (B)(4). The staff has noticed leaking around the hub when connected to the IV tubing, mainly with the 20g & 22g catheters. We did notice a change in packaging a while back and feel like this was the time we started to have some issues."

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter leaked around the hub when connected to the IV tubing. No serious injury or medical intervention was reported. Verbatim: "material no: unknown (provided 384423) batch no: unknown. It was reported that staff has noticed leaking around the hub when connected to the IV tubing. Per customer email: (B)(6) center for outpatient surgery is currently using the bd insyte autoguard ref #381433, #384423, and #381412. The staff has noticed leaking around the hub when connected to the IV tubing, mainly with the 20g & 22g catheters. We did notice a change in packaging a while back and feel like this was the time we started to have some issues."

Manufacturer narrative:
H.6. Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated on the build of this lot that would not impact the outcome of the quality of the product relevant to the reported defect. No physical samples were received for testing and evaluation; one photo was submitted for evaluation. The photo displayed three dispensers, one with a 20ga label, one with 22ga label and one with a 24ga label which displayed the lot number and expiration date.one package paper top webs (label). Also included in the photo was an ICU medical label. The reported defect could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. The customer-provided photo did not contain any evidence or information about the units described in the product incident report.